Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states he feels well and states she went to the ER last night ((B)(6) 2015); she is currently home. Customer states she obtained a 597 on (B)(6) 2015 at 4:30pm. The customer's expected blood results are 70mg/dl and 120mg/dl fasting. Verified the strips expire 11/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 334mg/dl and 324mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:customer is concerned with all results in the memory 284 mg/dl , 408 mg/dl , 299 mg/dl , 244 mg/dl and 307 mg/dl. Customer states that the results are higher than expected. Customer states that she did not eat anything. Last night customer went to the ER and was administered insulin (37 units). Customer did not have any recent stressful events. Customer states that she had no changes in lifestyle or medication. Customer states that she has not had anything to eat in the last 24 hours and that she keeps a total diary. It was advised that the customer speak with her doctor about not eating anything in the last 24 hours.